Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke up with blood glucose of 402 mg/dl and large ketones. Customer was hospitalized and treated with intravenous insulin and fluids. All supplies had been changed out the previous evening; therefore, system check with tandem technical support was performed on cartridge only. No issues were identified. Customer was discharged from the hospital the following day with blood glucose at target level and no permanent damage.